Event description:
The customer reported that the coag mode is not working. This extended the time of the procedure by more than 30 minutes. Another device was used to complete the procedure without incident. There was no blood loss and no tissue damage.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.